Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument (pch) was analyzed and found to have a broken distal clevis at the base of the clevis. There were missing pieces from the distal clevis, but the size of the missing pieces could not be confirmed. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during central processing procedure, the 8mm permanent cautery hook instrument (pch) was found to have a damaged tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used on the patient. No fragments fell into the patient, there were no incident reports, and the patient did not return to the hospital.